Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Other applicable components are: product ID: 3889-28, lot# va11brl, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Codes apply to both ins and lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient requested the device be removed, therapy-related; this therapy-related issue was not specified. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that there was good stable output on electrode pairs. No issues when pressing on the can. Telemetry was acceptable. Analysis of the lead (serial # (B)(4)) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there was no electrical shorts between the circuits. Code (B)(4) belongs to the lead, code (B)(4) belongs to the ins, all other codes apply to both lead and ins. If information is provided in the future, a supplemental report will be issued.